Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer also alleged that pump was not delivering insulin; there was no associated alarm identified in pump history. Customer's blood glucose was approximately 200 mg/dl. Customer ended call with tandem technical support (cts). Although multiple attempts were made by cts to contact customer to obtain additional information, customer did not reply.